Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: partial lot number: x066962. H3 (device evaluated by MFR), h6: a product investigation was conducted. Visual inspection: the stardrive screwdriver t25/self-retaining (p/n: 03.010.107, lot: unk) was received showing a portion of the distal stardrive tip broken/sheared off, with an oblique fracture pattern, the broken off fragment was not returned. Several nicks and chips were observed on the phenolic handle. The handle was also chipped at the location of the lot etch, making the first digit of the lot illegible (lot: x066962). Dimensional inspection: dimensional inspection of the stardrive tip could not be conducted due to post manufacturing damage. The nicked handle and illegible etch were visually confirmed. Document/specification review: a DHR review could not be performed since the lot number is unknown. The exact manufacture date is unknown. The relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the stardrive screwdriver t25/self-retaining (p/n: 03.010.107, lot: unk) as a portion of the distal stardrive tip was broken/sheared off and not returned. Several nicks and chips were observed on the phenolic handle. The handle was also chipped at the location of the lot etch, making the first digit of the lot illegible. While no definitive root cause could be determined for the broken tip, it is possible that the device encountered unintended/excessive forces/torque and/or rough handling. The nicked handle and illegible etch are potential end of life indicators of the phenolic handle from normal wear. The phenolic handle is susceptible to becoming brittle after repeated thermal/sterilization/reprocessing cycles. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee without a lot number the device history records review could not be completed. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the star drive screwdriver was found to be broken. This was found at sterile processing department and was found that the tip of the screwdriver is missing some of the star portion that engages the screw head. The screws can no longer engaged. There was no patient involvement. Concomitant device reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# unknown). This is report 1 for 1 (B)(4).